Event description:
The infusion pump was received at a service facility with a note stating "monitor reads bag is dripping when it's not, and the catheter becomes occluded." No add'l info was able to be obtained from the reporting facility. No medical or surgical intervention was reported.